Manufacturer narrative:
Recall - 1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to an inoperable ipg. She had not used her stimulation since suffering a fall three years ago. The patient underwent surgical intervention where the physician decided to explant the ipg and replaced it with a new one, which resolved the issue.